Event description:
A patient underwent a posterior cervical fusion procedure at c2-t3. It was reported that while inserting the polyaxial screw at c2, it broke at the transition portion of the shank between the treads and tulip head. The broken screw shank was removed from the patient. This caused greater than 30 minutes of a delay in surgery. This is report 1 of 2.

Manufacturer narrative:
The implant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
A1. (B)(6). D4. Model #: 19000-45-32; catalog #: 19000-45-32; lot #: sm172559; primary UDI #: (B)(4). H4. 11/08/2023.

Manufacturer narrative:
This is report 1 of 2. Corrected information: h3. Yes h6. Investigation findings: 3252 investigation conclusion: 4310, 19 device evaluation: visual inspection of the tulip confirms the screw sheared at the shank neck. The threaded screw shank did not return. The patient's medical history or bone characteristics is unknown. Based on the information provided, it is likely the torsional force used to insert the screw exceeded the torsional yield strength of the shank neck causing it to fracture. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.